Event description:
Procedure type: unk. According to the reporter: the client reports that the balloon burst and some pieces of latex might have fallen into the patient abdomen. There was no report of pieces falling into the cavity or impacting the patient. There was no report if the operating time or incision were extended as a result. No patient injury was reported. No additional information at this time.

Manufacturer narrative:
(B) (4). (B) (4).